Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Purge system blocked: the cause of purge system blocked was due to biomaterial buildup based on log and clinical review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D6b updated.

Manufacturer narrative:
Clinical assessment by (B)(6): the patient is a 63-year-old man with a history of coronary artery disease, atrial fibrillation, congestive heart failure, and diabetes mellitus. He was admitted with chest pain and shortness of breath on exertion. Cardiothoracic surgery was consulted on october 8 due to a low cardiac index of 1.7 and rising creatinine despite support with an intra-aortic balloon pump. The team elected to upgrade to an impella 5.5 device to optimize him for advanced therapies. The patient was taken to the hybrid operating room for impella 5.5 placement and intra-aortic balloon pump removal. The impella was positioned appropriately, secured, and the patient was extubated and transferred back to the cardiac care unit in stable condition. Postoperatively, the patient developed a purge blockage. It is documented that patient had bleeding issues unrelated to impella as possible cause but no further information is available. Its also documented that patient has been off and on anticoagulation due to the other bleeding issues. The patient had developed an embolic event overnight, so blood thinners were stopped. The team performed tpa (tissue plasminogen activator) to clear the purge blockage. The patient remained stable, and pump exchange was ultimately not performed because his clinical condition did not change. He experiences occasional suction events when moving, but these resolve quickly without intervention. Patient was successfully bridged to transplant. The impella 5.5 will be coded conservatively coded for embolism and major bleed and medication required and serious injury as outcomes. The patient experienced an embolic event and major bleeding while supported with the impella 5.5 device. Based on the limited clinical information available regarding the embolization and bleeding events, a potential contribution of the device to these complications cannot be definitively excluded. The events may be related to the patient¿s underlying condition, the interruption of anticoagulation, or other clinical factors.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella 5.5 support. While on support the patient has been on and off anticoagulation due to bleeding issues. The automated impella controller started alarming purge system blocked. Tissue plasminogen activator started with plan to exchange pump on if purge flow did not return. The patient remains on support.